Event description:
It was reported that, "the product allegedly is used frequently and the wear and tear is the result of the nail missing and the metal handle is worn down exposing metal. Wear and tear, 6 plus years in use."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.